Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However the evaluation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
The customer alleges that the central portion of the g/w (guide wire) was bent, so the needle could not enter. The device was replaced.

Manufacturer narrative:
Qn# (B)(4). The customer returned a straight guide wire, an ldpe guard, a single lumen arterial catheter and an introducer needle for evaluation. None of the components showed any obvious signs of use. The guide wire was returned within the ldpe guard. Visual inspection revealed the guide wire had one kink at the center of the body. The ldpe guard was slightly distorted in a location that would have been consistent with the kink in the guide wire while still packaged. White stress marks were observed at the distorted location indicating the guard had previously been kinked. Although the product packaging (chevron pouch) was not returned, the kink in the center of the guide wire is consistent with damage caused by shipping and handling of (B)(4) sets. The pouches this product are packaged in are long and folding the pouches over during shipping/handling/storage will cause the guide wire and ldpe guard to kink at the center of the body. No defects or anomalies were observed on the catheter or introducer needle. The kink in the protective tubing was located 157 mm from the open end. The introducer needle inner diameter was measured and was found to be within specification. Dimensional inspection of the guide wire could not be performed as the component was damaged during decontamination. (Con't) other remarks: a lab inventory 0.533 mm guide wire was passed through the introducer needle and catheter with minimal resistance. A device history record (DHR) review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The change history for (B)(4) was reviewed as part of the investigation. A change order was implemented in april 2017 (after this lot was manufactured) to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained a kink at the center of the guide wire body as well as to the protective ldpe guard. The damage to the packaging guard and the kink in the center of the guide wire are consistent with damage caused by shipping and handling of (B)(4) sets. Since this lot was manufactured, a change order has been implemented to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. A DHR review was performed and revealed no evidence to suggest a manufacturing related cause. Based on the observed damage and the customer report, the probable cause of this issue is shipping and handling related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the central portion of the g/w (guide wire) was bent, so the needle could not enter. The device was replaced.